Manufacturer narrative:
Additional information will be provided upon results of investigation. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with the one of the surgical light ¿ xten device. According to information provided it has been found that the nut holder on the head light was broken and also one of the nut was missing. We decided to report this case as an breakage of the nut holder could resulted in the nut falling down and any particles/parts falling down might be a source of contamination.

Manufacturer narrative:
Getinge became aware of an issue with the one of the surgical light ¿ x-ten device. According to information provided it has been found that the nut holder on the head light was broken and also one of the nut was missing. We decided to report this case as breakage of the nut holder could resulted in the nut falling down and any particles/parts falling down might be a source of contamination. During investigation, it was revealed that device was not working according to the manufacturer¿s specification as a fastener nut was missing from the device assembly. In the time when the event occurred, the device was not being used for patient treatment and it contributed to the event. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse. Despite our best efforts, the subject matter experts at the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).